Manufacturer narrative:
Concomitant medical products: product ID: 9735913, serial/lot #: 1.4. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when exporting, the spinal cortical tract exported successfully, but the occipital tract could not be used with the navigation. The manufacturer representative noted that the patient's tumor was approximately a quarter of the patient's brain and isolated the occipital lobe. This failed when exporting as labels and geometry, just geometry, but was successful after exporting using labels. There was no patient involvement.